Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Please reference MFR report #2015691-2019-01559 for the report submitted on the patient's tricuspid valve.

Event description:
Edwards reviewed the medical article "successful double valve-in-valve percutaneous implantation in a patient with ebstein¿s anomaly" authors mireya castro-verdes et al (2019). The following double valve-in-valve event was identified as pertaining to two edwards surgical valves: a (B)(6) year-old patient with an edwards valve, implanted in the pulmonary position, underwent successful valve-in-valve procedure after an implant duration of seven (7) years due to severe pulmonic regurgitation (pr). The patient presented with right ventricular failure. The tpvr was performed with a 20mm non-edwards valve with monitoring by transesophageal echocardiography. The patient also had a ttvr performed within the same procedure. The surgery was successful. Patient experienced improvement in life style to date.